Manufacturer narrative:
The patient remains ongoing and continues on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported a clock reset and low flow alarm upon interrogation of the patient's system controller. The patient stated that he did not disconnect both power leads by accident and denied hearing an associated alarm. The vad coordinator noted that some of the pins on the black power lead were black on the inside.